Manufacturer narrative:
The inner member broke between the balloon tip seal bond and distal bond but remained intact to the device. (B)(6). The angiosculpt device was returned for evaluation. Visual examination found an inner member break between the balloon tip seal bond and distal bond. The transition tubing was stretched and a slight pinch on the shaft was observed proximal to the proximal bond. Based on the lab analysis, it is probable the user applied some degree of force resulting in the inner member break. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
After inflation the balloon was defect. It was nearly impossible to pull back the balloon, after a few minutes of trying the balloon was pulled back and the nitinol was displaced from the balloon. Additional information received on 14 july 2015: the balloon could be deflated as usual. Lab analysis performed on 07 july 2015: an inner member break between the balloon tip seal bond and distal bond was observed but remained intact to the device.